Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient alert triggered, and the right ventricular (rv) lead exhibited an impedance spike along with noise. The patient was sent home after the initial examination, and the patient alert triggered once more, this time for noise and oversensing. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.